Manufacturer narrative:
Follow-up # 3 ¿ (11/19/2014). The patient¿s test strips have been returned on 6/13/2014 and evaluated by lifescan product analysis on 11/7/2014 with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of 23.1mmol/l and 11.0mmol/l obtained using the subject meter within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 ¿ (07/22/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 - 8/6/2014, device evaluation: the lay user/patients meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.